Event description:
Customer calcar planer being used for first time bound on the broach. In the process of trying to remove the planer, the broach became unstable. The surgeon chose to broach to the next size to establish stability. The broach seated; however, the final stem did not. Even with the shortest sleeve, the pt's leg was still long. In trying to shorten the leg, the surgeon then chose to downsize the modular cathcart head one size. Surgery was prolonged by 20 minutes.

Manufacturer narrative:
Examination of the returned instruments confirms the observation. The broach is bound inside of the custom calcar planer. A depuy (B)(4) engineer stated the likely root cause is dimensional compatibility of the broach and planer. The instruments have been forwarded to the customs engineering department for corrective action. Depuy considers the investigation closed at this time. Should the product and/or add'l info be rec'd, the investigation will be re-opened.